Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer reported the sensor glucose reading would be 30 to 40 points off from their actual blood glucose reading. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer's blood glucose was unknown at the time of the call. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.